Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime anomaly. The customer¿s blood glucose was unknown at the time of the incident. Insulin pump was stuck in prime sequence and customer also stated that they were unable to exit the preparing to prime loop. The customer was advised that insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm prime or fill anomaly due to motor error alarm.